Event description:
It was reported that there is a leak in the insulin pump's reservoir. Customer reported that insulin pump is damaged inside the reservoir compartment and leaks insulin. Customer's blood glucose reading was 134 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).